Event description:
It was reported that the patient having difficulty charging the implantable pulse generator (ipg) due to malposition. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.